Manufacturer narrative:
The completed product analysis confirmed that one opened sample of part number 1883519hr, from lot number 0215252097 was received with a residue consistent with biological contaminants on the device. The reported failure summary was that the blade was broken. Visually, the outer hub came loose from the irrigating collar which would have resulted in the reported event; however, there were no signs of misuse or mishandling. The loose assembly caused a misalignment of the inner and outer assemblies, but no components became detached (no fragments). When viewed under magnification there were trace amounts of a residue consistent with adhesive in the mounting areas. Although it appeared that adhesive was present, the information indicates there was insufficient adhesion to prevent detachment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rad blade was broken; no specific details were given and have been requested. There was no patient impact or injury associated with the malfunction.

Manufacturer narrative:
A product analysis is not available, the device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rad blade was broken; no specific details were given, and have been requested. There was no patient impact or injury associated with the malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: expiration date updated. If information is provided in the future, a supplemental report will be issued.